Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump, customer failed to properly cycle the cartridge, and was using cold insulin. Tandem customer technical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days, educated the customer to properly cycle the cartridge before use, and that insulin should be at room temperature before filling a cartridge. Customer changed cartridge and infusion set to address the issue.